Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had been experiencing low blood glucose around 30 mg/dl since (B)(6) 2017 and was taken to the hospital three days in a row since (B)(6) 2017. The customer was taken to the hospital by the paramedics after treating at home. Blood glucose value at the time of the admission was between 25 and 30 mg/dl. It was stated that the doctor had changed the settings three times. Troubleshooting was performed and found that the time was not set up correctly. The drive support cap is normal. The customer was not wearing the insulin pump at the time of the hospitalization, but had taken it off less than 48 hours prior. The reservoir was showing the same amount of insulin as shown on the status screen. The device was not exposed to a magnetic field. It was advised to contact the doctor to discuss the issue. The device will not be returned for analysis.